Manufacturer narrative:
(B)(4) - the harmonic ace curved shears insert accessory has not been returned to isi for failure analysis investigations; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the insert accessory is returned (post failure analysis) or if additional information is received. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted hysterectomy procedure, while the surgeon was utilizing the harmonic ace curved shears instrument with the insert accessory installed, a fragment from the insert accessory broke off and fell inside the patient. While there was no report of any patient harm, adverse outcome or injury as a result of the broken fragment, it is unknown what caused the breakage to occur.

Event description:
On (B)(6) 2017, intuitive surgical, inc. (Isi) received medwatch report mw5068236 from the FDA with the following complaint description: patient having robotic hysterectomy. Harmonic ace curved jaw broke - no retained pieces. On (B)(6) 2017 isi received additional information from the site's risk manager who initially reported this complaint. According to the risk manager, during the surgeon's use of the harmonic ace curved shears instrument with the harmonic ace curved shear insert accessory installed, a fragment from the insert accessory broke off and fell inside the patient. The broken fragment was manually retrieved from the patient. The risk manager indicated that it is unknown how long the harmonic ace curved shears instrument with the insert accessory installed was in use. The device did not make contact with any other device during the surgical procedure. The insert accessory is not available for return to isi for failure analysis investigations, however, there is video recording available of the planned surgical procedure. There were no instrument fragments retained by the patient and there were no pos t-operative complications experienced by the patient due to the broken fragment falling inside the patient. No other information was provided.